Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen for a normal follow up visit and there were several hundred stored episodes of ventricular tachycardia (vt) with a rate of 380 bpm. The presenting data shows intermittent loss of capture on the right ventricular (rv) channel and threshold measurements were high with in office testing. The patient did report possible syncopal events. However, the health care professional stated they are not certain if the patient's symptoms are related to the loss of capture as the patient has an underlying rhythm and no pacing pauses were observed. The rv output was increased and the patient's physician is aware of the issue and will follow the patient more frequently. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.